Event description:
It was reported by service report that there were no brakes on the foot end of the bed and the brakes were engaged on the head end. Also, the brake pedal was stuck in the down position and the brakes for the head end would not disengage. No pt involvement or adverse consequences are reported.